Event description:
A copy of a medwatch report was sent to physio-control regarding a pt incident in 2009. "During a cardiac catheterization , the pt developed v-fibrillation. CPR was initiated while staff attempted to connect the paddle cables to the lifepak 20 for defibrillation. Unable to get cables to connect, staff went to obtain another defibrillator. Pt converted to normal sinus rhythm. Upon investigation, the prongs that needed to line up in order the cable to be fully connected were bent." Pt converted, hence the reported issue had no adverse effect on pt.

Manufacturer narrative:
Follow up with customer found that the biomedical technician found the root cause of the issue to be bent pins. The biomed replaced the paddles and returned the device back to service.